Event description:
It was reported by the sales rep. The generator displayed error 4, handpiece temperature, when activated. No pt consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.